Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when connecting the luer to the balloon catheter, a yellow adhesive-like material was noted attached near the guidewire lumen of the balloon catheter. The luer was connected and the mapping catheter was inserted with no issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, afapro28 with lot number 20956, was returned and analyzed. Visual inspection of the balloon catheter showed there was excessive adhesive on the lumen. Smart chip verification indicated the catheter was used for 7 injections. The adhesive looked yellow over the blue push button rail. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, the reported foreign material was not confirmed through visual inspection of the catheter. If information is provided in the future, a supplemental report will be issued.